Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported the pcu screen was fully dark with lines running through the display. Customer stated pcu was "fried". There was no information on patient involvement.